Manufacturer narrative:
(B)(4). Concomitant medical products: 11-105865, ringloc liner, 484060. 131158, mh shell, 320747. 163662, mod head, 792660. Report source australia. Component code: mechanical (g04) stem. Visual examination of the provided pictures identified the stem and head were explanted and are covered in bio-debris. No damage can be seen on the stem. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent 3 previous hip revision across a span of approximately 2 years. Subsequently, approximately 13 years later, the patient underwent a fourth hip revision due to bone fracture. Attempts have been made and additional information on the reported event is unavailable at this time.